Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted that this has been a chronic issue since implant and that dislodgment or a placement issue might have been the cause. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg implanted: 2010 (B)(6). (B)(4).